Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the choledochal on (B)(6) 2020. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 2cm stone. However, the handle cannula broke, and it was not possible to detach the tip of the basket to release the stone. The patient was brought to emergency surgery where a laparoscopy was performed to remove the basket. It was also reported that the patient's gallbladder was removed in the same surgery as it was going to be removed post-ercp. Bleeding was found in the papilla four days after surgery and was treated with a sclerosing agent. The cause of the bleeding is unknown. The patient was hospitalized from the initial procedure on (B)(6) 2020.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: problem code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was found pulled out of the finger ring portion of the handle assembly. The pull wire was found cut. One part had the basket intact and both parts were kinked. The side car tunnel was found torn. The distal and proximal screw depth were measured and found within specification. The malfunction of the device has been confirmed. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during its use can result in kinks/bends in the device. This condition would cause friction between the components at the kinked/bent areas leading to an improper distribution of the force applied to the handle through the device and this could have cause the detachment of the handle cannula from the finger ring portion. The screw mark presented on handle cannula indicates that it was pulled out from the finger ring port. The side car torn may be related to user manipulation and/or some technique applied during procedure that ended tearing the side car. The cut presented on the pull wire was observed under magnification to determine that a mechanical tool was used to perform this cut. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed on the device's instructions for use (IFU). The IFU addresses "bleeding" and "clinical and/or surgical standards of practice" as an adverse event and emergency precaution respectively. There is no evidence of a device misuse at the information provided.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the choledochal on (B)(6) 2020. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 2cm stone. However, the handle cannula broke, and it was not possible to detach the tip of the basket to release the stone. The patient was brought to emergency surgery where a laparoscopy was performed to remove the basket. It was also reported that the patient's gallbladder was removed in the same surgery as it was going to be removed post-ercp. Bleeding was found in the papilla four days after surgery and was treated with a sclerosing agent. The cause of the bleeding is unknown. The patient was hospitalized from the initial procedure on (B)(6) 2020 until (B)(6) 2020.